Event description:
It was reported while using bd angiocath plus¿ i.v. Catheter 20ga x 1.16in there was backflow and leakage. There was no report of patient impact. The following information was provided by the initial reporter: after catheter insertion in arterial line, bloold refluxed in the upward direction of the catheter hub. After the catheter was removed, normal saline was passed through, and as a result of checking, leakage was observed from the upper part of the hub. There was no abnormality when checking for defects with the stylet before using it on the patient. Used by replacing with a new product. No abnormalities in the patient's condition.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure modes could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root causes of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information